Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Culture results revealed positive for pseudomonas. The patient was prescribed merrem for two hours. The patient was recommend to discontinue using the device. The infection has been resolved. This is the final report.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Event description:
The patient reportedly experienced an infection. The patient's device was explanted. The patient will be reimplanted at a later date.